Manufacturer narrative:
As of today the investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported that while moving the c-arm down it was making a loud screeching sound. Troubleshooting determined the elevation nut is likely damaged causing the noise and needs to be replaced. There was no injury reported.